Event description:
It was reported that the lead could not be fully inserted into pulse generator during implant. The device was removed and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of difficulty to insert lead into the header was confirmed in the laboratory. Analysis found bell mouthing characteristics at the ventricle contact spring. The inner diameter of the ventricle contact spring was measured out of spec, which could cause lead insertion difficulty.